Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information on d4: model number, d4: serial number and d61: implant date.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. No new lead was implanted. No additional adverse patient effects were reported.